Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), tonsillitis ('tonsill') and cervix inflammation ('inflammed cervix') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zyrtec. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cyst"), procedural pain ("how much pain meds was everyone sent home with after surgery"), tonsillitis (seriousness criterion medically significant), tremor ("unexplained tremors in left hand"), pain ("whole body pain"), cervix inflammation (seriousness criterion medically significant), balance disorder ("balance is off") and arthralgia ("hip pain"). The patient was treated with surgery (cervix removed, essure removal and tonsill surgery). Essure was removed. At the time of the report, the genital haemorrhage, cyst, procedural pain, tonsillitis, pain, cervix inflammation, balance disorder and arthralgia outcome was unknown and the tremor had resolved. The reporter considered arthralgia, balance disorder, cervix inflammation, cyst, genital haemorrhage, pain, procedural pain, tonsillitis and tremor to be related to essure. The reporter commented: there is no further information available on what surgery plaintiff underwent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), tonsillitis ('tonsill') and cervix inflammation ('inflammed cervix') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zyrtec. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cyst"), procedural pain ("how much pain meds was everyone sent home with after surgery"), tonsillitis (seriousness criterion medically significant), tremor ("unexplained tremors in left hand"), pain ("whole body pain"), cervix inflammation (seriousness criterion medically significant) and balance disorder ("balance is off"). The patient was treated with surgery (cervix removed, essure removal and tonsill surgery). At the time of the report, the genital haemorrhage, cyst, procedural pain, tonsillitis, pain, cervix inflammation and balance disorder outcome was unknown and the tremor had resolved. The reporter considered balance disorder, cervix inflammation, cyst, genital haemorrhage, pain, procedural pain, tonsillitis and tremor to be related to essure. The reporter commented: there is no further information available on what surgery plaintiff underwent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received via social media. New event inflammed cervix was added. Reporter was added. On 23-mar-2020: social media : new event balance is off added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and tonsillitis ('tonsill') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cyst"), procedural pain ("how much pain meds was everyone sent home with after surgery"), tonsillitis (seriousness criterion medically significant), tremor ("unexplained tremors in left hand") and pain ("whole body pain"). The patient was treated with surgery (essure removal and tonsill surgery). At the time of the report, the genital haemorrhage, cyst, procedural pain, tonsillitis and pain outcome was unknown and the tremor had resolved. The reporter considered cyst, genital haemorrhage, pain, procedural pain, tonsillitis and tremor to be related to essure. The reporter commented: there is no further information available on what surgery plaintiff underwent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: tremor . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added, event whole body pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), tonsillitis ('tonsill') and cervix inflammation ('inflammed cervix') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zyrtec. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cyst"), procedural pain ("how much pain meds was everyone sent home with after surgery"), tonsillitis (seriousness criterion medically significant), tremor ("unexplained tremors in left hand"), pain ("whole body pain"), cervix inflammation (seriousness criterion medically significant), balance disorder ("balance is off") and arthralgia ("hip pain"). The patient was treated with surgery (cervix removed, essure removal and tonsill surgery). Essure was removed. At the time of the report, the genital haemorrhage, cyst, procedural pain, tonsillitis, pain, cervix inflammation, balance disorder and arthralgia outcome was unknown and the tremor had resolved. The reporter considered arthralgia, balance disorder, cervix inflammation, cyst, genital haemorrhage, pain, procedural pain, tonsillitis and tremor to be related to essure. The reporter commented: there is no further information available on what surgery plaintiff underwent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: tremor . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- hip pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and tonsillitis ('tonsil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cyst"), procedural pain ("how much pain meds was everyone sent home with after surgery"), tonsillitis (seriousness criterion medically significant) and tremor ("unexplained tremors in left hand"). The patient was treated with surgery (essure removal and tonsil surgery). At the time of the report, the genital haemorrhage, cyst, procedural pain and tonsillitis outcome was unknown and the tremor had resolved. The reporter considered cyst, genital haemorrhage, procedural pain, tonsillitis and tremor to be related to essure. The reporter commented: there is no further information available on what surgery plaintiff underwent. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: tremor quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added,events added as cyst and bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.